Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828814pl ) was not flowing properly: "during surgery the certas valve w/siphonguard and shunt were implanted but there was no distal flow from the peritoneal catheter. The ventricular catheter was then disconnected to make sure it was patient and csf flow was confirmed. The valve was inspected, flushed again as was the peritoneal catheter. It was reconnected and again no distal flow. The valve was then replaced when a new certas valve with siphonguard and good distal flow was noted confirming the original valve was faulty.". No patient injury reported, and the event led to 30 minutes surgical delay.

Manufacturer narrative:
Certas valve (ID 828814pl) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.